Event description:
It was reported that there was oversensing and loss of capture of the right ventricular (rv) lead signal. Patient had an x-ray which showed a lead perforation of the pericardial tissue. This rv lead was explanted, and a new lead was successfully placed. No additional adverse patient effects were reported. This product has not been received by boston scientific for further investigation.